Event description:
It was reported that the patient presented for a routine follow up, with complaints of intermittent phrenic nerve stimulation when laying on the left side in a sleeping position. The phrenic nerve stimulation could not be reproduced in the clinic. The left ventricular device output was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device output was reprogrammed.